Event description:
A male pt had developed synovial cyst of the left temporomandibular joint -tmj- approximately 4 years ago, and underwent resection of left tmj condyle and enucleation of cyst with immediate reconstruction with tmj concepts patient fitted device by another surgeon. One year later, the patient returned with recurrent lesion which had displaced and fractured the fossa component of the left tmj tjr device. This was removed and replaced satisfactorily. One year later, the patient presented with left pre-auricular pain and swelling. Imaging revealed fracture of the left tmj fossa component. This was remade and replaced but due to the amount of bone lost in the left tmj fossa area due to the pathology, the left mandibular posterior vertical dimension was decreased to the point that he developed abnormal increased functional forces to the left tmj fossa, and it soon fractured. In 2009, the fractured left tmj fossa component was removed and replaced with a new heavy duty component at an increased posterior vertical dimension to accommodate and stabilize his functional occlusion.